Manufacturer narrative:
Per data management system review, the user is currently using the system with a new sensor and receiving up-to-date information. Per data management system review, the user is currently using the system with a new sensor and receiving up-to-date information. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On april 8, 2026, senseonics was informed of an incident in which the user reported a prior unsuccessful sensor removal attempt involving a sensor implanted in the upper arm. It was reported that an incision had been made during the initial procedure, but the sensor could not be removed at that time. The user later confirmed that the sensor was successfully removed surgically at a later, unspecified date. The user reported doing well following removal.